Event description:
It was reported to philips that the device reboots when the charge button is pressed. There was no patient involvement. The battery pca was returned to the failure analysis (fa) lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Reported problem was not verified during visual inspection ¿ no fault found - nff.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device reboots when the charge button is pressed. There was no patient involvement.